Event description:
The customer reported bellavista 1000 us presenting technical failure: 401- "inspiration valve or device leaky" and alarm 316 - blower failure. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for investigation. However, the customer provided new device logs. Logfile shows that the current blower is at 0.00a while the speed blower 0 l/min. Recommended to customer that the unit blower needs to be replaced. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Vyaire medical determined the root cause due to leaking inspiration valve. Recommended customer to replace the unit blower.